Event description:
The md and scrub tech reported that osteotome from gray revision tray broke off from the base while as it was being removed from the wound. The two broken pieces were well approximated and they were retrieved from the field. No harm to patient.